Manufacturer narrative:
Per the clinic, the cause of meningitis has not been determined as of the date of this report october 15, 2013. The decision to explant was independent of any change in the patient's condition. It was also reported that this patient's condition had improved. This report is filed october 15, 2013.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2013, due to meningitis. The patient was prescribed a 2-3 week course of IV antibiotics (type not reported). The patient was discharged from the hospital on (B)(6) 2013. Additional information has been requested, but has not been provided as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2013. Reason for explantation was not provided. Additional information has been requested, however, has not been received as of the date of this report. The following additional information was received regarding the episode of (B)(6): etiology of deafness - congenital. There was no reported cochlear malformation; a post operative CT revealed middle ear and mastoid fluid or soft tissue density; the patient did not receive pre implantation immunization; there was no previous history of (B)(6); no other medical history reported; the patient was hospitalized for 7 days (specific dates not reported) and was treated with 'IV' rocephin and vancomycin; no organism was cultured; during cochlear implant surgery, the round window was utilized for the electrode insertion, and temporalis; fascia to pack around site; no surgical complications were reported the patient successfully recovered . This report is filed (B)(4).

Manufacturer narrative:
This report is filed january 10, 2014.